Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported multiple chargers were unsuccessful in locating the ipg, however, the patient programmer is communicating properly. Reportedly, the patient has stimulation. Subsequently, the patient consulted with his physician and surgical intervention was concluded as the next course of action. Follow-up identified surgery took place on (B)(6) 2015 at which time the physician repositioned the ipg over and less deep than the initial implant. The issue is resolved.